Manufacturer narrative:
On 23 may 2016 it was prepared a final report with the information already submitted in the initial report.on 02 june 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 04 march 2016 and includes: the revision was done but there was not a sales agent in the case and the area director does not have any information. Nothing is available (nor explanted pieces nor x-rays). Batch review performed on 21 march 2016. Lot 131667: (B)(4) items manufactured and released on 02 august 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient was having hip pain due to cup loosening. A revision surgery was scheduled. The surgeon planned on removing the cup and liner and putting in another company's product.